Manufacturer narrative:
No device malfunction was alleged and the device remains in-situ, no radiographs were not available so the complaint could not be confirmed. The patients postoperative physical activity or if a fall was experience is unknown. The patient bone quality was not available. Review of the reported event identified that at the six week follow up the patient was note to have a t1 screw pedicel breach, the patient in asymptomatic and no treatment has been provided. Although no definitive root cause could be determined implant selection and placement, bone poor quality as well as excessive postoperative physical activity are suspected cause or contributors. No product malfunction was alleged or identified ad no additional investigation can be completed at this time. Labeling review: "contraindications contraindications include, but are not limited to...4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union fracture of the vertebra." "Warnings, cautions and precautions..the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at." 9401879-en p-12/2018.

Event description:
The event was identified during a review of the posterior cervical fusion study, the report identified that a patient with a long history of spinal procedures: 1998 - anterior cervical discectomy fusion (acdf), 2003 - c3-c6 acdf, later had c3-c4 nonunion and underwent posterior instrumentation, 2010 - c6-c7 acdf and uncinectomy with anterior instrumentation from c6-c7 underwent a revision procedure on (B)(6) 2023 where the removal of all existing hardware took place followed by c7/t1 acdf with posterior fixation from c2 to t2 and anterior fixation plate from c7 to t1 took place with no reported difficulties. On (B)(6) 2024 during follow up a CT of the c-spine shows a right t1 pedicle screw breach and considered a reportable complication. No treatment has been provided and the patient will continue to be monitored.